Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 power loss, and low battery. The power management tool confirmed power error 25, power loss, and low battery alarms were triggered when the battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. No unexpected replace battery alerts or replace battery now alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed off now power alarm without a low battery alert. Customer¿s blood glucose level was 248 mg/dl. Troubleshooting was performed. Customer did not receive a low battery alert prior to the off no power alarm. Customer advised the off no power alarm without a low battery alert recurred for a second time. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.